Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) visited the customer site and did not identify any issues. Calibration signals were higher than expected. Qc data was acceptable. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys anti-tpo (anti-tpo) on a cobas e 801 module. The initial result was 318 iu/ml. The sample was repeated twice with results of 188 iu/ml and 193 iu/ml. No questionable results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The anti-tpo reagent lot number was 368911 with an expiration date of 31-jul-2019.